Event description:
Reportedly, data from a f/u performed in 2008 were reviewed in 2011. Recorded episodes (dated (B)(6) 2008) showed pacing at 130 min-1, for which an explanation is requested. The impact of the smoothing feature was suspected, but a confirmation is required.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.